Event description:
According to a following physician form, the patient implanted with this graft developed an embolus in their lower right extremity. The resolution was not provided. Date of event is approximate.

Manufacturer narrative:
All available information indicates that this graft remains implanted. No additional information is available.